Event description:
Initial reporter indicated that their (B) (6) handheld computer had a frozen screen which resolved after removing and reinserting the flashcard. The handheld contained 7.1 programming software.